Event description:
Pump was implanted into pt w/ms. Isotope study showed pump not functioning. In or pump found to be defective. Replaced with new pump. Pump delivering 250 mcg baclofen/day at discharge. Symptomatically improved at time of discharge. Problem was not reported from or. Discovered with pt complaint re: billing for the repeat procedure.